Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection of the rectum procedure, while closing of the stump, there were 3 loads did not create a correct line of staples on the intestine due to a leak in the intestinal stump. There were 4 attempts to close the stump so another load from another packaging was used and sewn manually to resolve the issue. A creation of a permanent colostomy was needed to prevent permanent impairment of a function.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices disposable loading units opened by the account and devices disposable loading units sealed. The first three loading units were received fully fired. Microscopic inspection of the loading units anvil buckets revealed strike marks, suggesting the loading units had been fired. The fourth loading unit was received with a full complement of staples. No visual abnormalities were observed. The clinical instrument was not received. Three loading units were received sealed. No abnormalities were observed. Functionally, the first three loading units were reset, reloaded with staples. All the loading units were loaded into a post market vigilance (pmv) representative instrument. All the loading units were applied to test media with proper staple formations. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection of the rectum procedure, while closing of the stump, there were 3 loads did not create a correct line of staples on the intestine due to a leak in the intestinal stump. There were 4 attempts to close the stump so another load from another packaging was used and sewn manually to resolve the issue. A creation of a permanent colostomy was needed to prevent permanent impairment of a function. There was an extended hospitalization due to an event. The patient's status is fine.